Manufacturer narrative:
(B)(4). The results of this investigation concluded the annuloplasty ring was intact and was covered with mild pannus containing focal calcifications. No acute inflammation was observed and gram stains were negative for organisms. No evidence was found to suggest the cause of the pannus and calcification formation was due to an intrinsic defect in the ring, as supported by review of the ring's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) august 2008, a mitral valvuloplasty was performed and this 31 mm sjm tailor flexible annuloplasty ring was implanted. On (B)(6) 2016, a mitral valve replacement was required due to severe mitral valve stenosis with a reported peak gradient of 39 mmhg. A 29 mm sjm mechanical heart valve was implanted.